Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the primary surgery was in 2004. Two years later, surgeon detected screw moved out of its original position and resulted in movement of the screw between the baseplate and insert. Pt has not been revised.